Event description:
On (B)(6) 2009, pt reported she received and e4 (occlusion) error on her infusion device. Pt reported she changed all of the accessories prior to the call. She stated when she tried to retract the piston rod, it appeared to be stuck and the infusion device was making a strange labored noise. Pt reported the infusion device gave an e10 (cartridge error). Had pt install a new battery and attempt to rewind the piston rod. Pt reported receiving an e10 error. She stated she tried a 3rd battery and again the infusion device sounded like it was struggling to rewind the piston rod and gave an e10 error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. Pt will use her backup infusion device until she receives a replacement.